Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for evaluation without the original packaging. During disinfection of the sample, damage on the cassette film was found. During visual inspection, the cassette film was completely ripped. The reported issue was confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an pressure leak alarm during dwell 1 of 4 of treatment and the treatment was cancelled. It was also reported that the cycler made a loud noise. It was reported that the cassette popped out of the cycler door and fell to the ground. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but stated the patient did not complete treatment that night and continued with their treatment the next day. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was reported to be available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.